Manufacturer narrative:
We have received the device for investigation. The reported problem was confirmed. The balloon was observed to be ruptured. The exact root cause of the balloon rupture could not be conclusively determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that during a cea procedure the balloon of f3 shunt was inserted into the common carotid artery and was inflated. However, it was unable to block the blood flow. When removed from the blood vessel and inspected the balloon was found ruptured. The procedure was successfully completed using a new product. No injury was reported to the patient.